Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, the customer received a false negative on the surestep hcg urine cassette. It is unknown if confirmatory testing was performed. The patient's pregnancy status and outcome were unknown. Further information was requested, but further information was not provided.

Manufacturer narrative:
Changed results code from 3233 to 3221. Changed conclusion code from 11 to 67.

Manufacturer narrative:
Further investigation to determine whether the product failed to meet specifications cannot be performed because the customer did not provide a lot number. The root cause cannot be determined due to insufficient information. No corrective action is required.